Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the processor pca was damaged due to a device fall. There was reportedly no patient involvement. The site biomed evaluated the device on site. It was confirmed that processor pca was damaged. The processor pca was sent to site for their installation. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.